Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited undersensing and low pacing impedance. During the procedure, it was noted that the rv lead had insulation damage. The rv lead was capped and replaced (B)(6) 2026. The patient was in stable condition before, during, and after the procedure.